Event description:
It was reported that after a bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to 3 broken screws. Upon hardware removal, it was confirmed that 2 out of the 3 intended bones were completely fused/healed with a non-union in only one. The patient was revised with tmc hardware, along with the use of a bone graft dowel. There was no other report of any patient impact or injury as a result of this event.

Manufacturer narrative:
It was reported that after a bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to 3 broken screws. Upon hardware removal, it was confirmed that 2 out of the 3 intended bones were completely fused/healed with a non-union in only one. Additional information indicates the patient was non-compliant with postoperative protocol. The patient was revised with tmc hardware, along with the use of a bone graft dowel. There was no other report of any patient impact or injury as a result of this event. No devices were returned to the manufacturer for evaluation. Review of the device history records found no issues during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the patient's post-operative activity likely subjected excessive bending stresses to the screws leading to their breakage and also resulting in the non-union. The instructions for use identifies warnings related to postoperative care. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in mdrs 3011623994-2023-00134 & 3011623994-2023-00135.